Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not working and they had ketones with a high blood glucose value of 582 mg/dl. The customer was treated with manual injection. The device is not expected to be returned for analysis.